Event description:
Healthcare professional reported approximately 4 months after injection with 2 syringes juvederm voluma xc in the checks, 1 syringe juvederm ultra in the lips, and 1 syringe juvederm ultra plus in the marionettes the patient developed a hypersensitivity reaction including swelling of both cheeks, as well as erythema, induration, inflammation, and nodules at the left cheek. The healthcare professional did not think the patients symptoms were related to the juvederm ultra or juvederm ultra plus injections. The patient was treated with doxycycline, biaxin, and aleve.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of hypersensitivity, swelling, induration, inflammation, erythema, nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.